Event description:
It was reported that during a ureteroscopy procedure for a kidney stone, the fiber broke. The fiber was on a stretch and was not close enough to the laser console. The fiber cracked at the surseal portion of the scope. When the fiber cracked, the fiber hit the physician's wrist. A second fiber was used to complete the procedure. There was no harm to the patient or the physician.

Manufacturer narrative:
Boston scientific concludes that the reported performance allegation in this complaint has not been confirmed, as the product was not returned for analysis. Without a returned device, no physical or visual analysis of the product could be performed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a ureteroscopy procedure for a kidney stone, the fiber broke. The fiber was on a stretch and was not close enough to the laser console. The fiber cracked at the surseal portion of the scope. When the fiber cracked, the fiber hit the physician's wrist. A second fiber was used to complete the procedure. There was no harm to the patient or the physician.